Event description:
I was returning from vacation and had to walk a long distance to retrieve my bags at the (B)(6) 2023. After about 15 minutes of walking I attempted to sit down and my icde shocked me. Approximately 3 minutes passed and it shocked me again and 3 more minutes passed and a 3rd and final shock came. I moved to the ground as my wife went to get help. The ems from the state came to check on me (B)(6) and started hooking me up to a monitor. Soon he was joined by 2 ambulance personnel (B)(6) and they printed the monitored results, hooked me up to an IV to calm the rhythms and moved me to the ambulance and took me to (B)(6) hospital. I was moved to the emergency room by the ambulance technicians where the hospital personnel transitioned me and continued to monitor my rhythms. In the emergency room the monitor kept going off alarming for about 5 minutes until someone would reset the alarm. The doctor continued the IV however the rhythm alarm continued to go off (over a couple of hours). Dr advised me that he was going to check me into the hospital. The on duty cardiologist (B)(6) came by and read the monitor however mentioned that he didn't see a shock being administered and called for a device interrogation. The representative from biotronik came did some readings and said the device never went off and I said could the device malfunction, she said more than likely it didn't. This was shared with other doctors and 3 of them tried to convince me that the device never went off. One doctor (B)(6) asked me if I wanted to go home that evening to which I said I'm not a doctor (she said sometimes it's a hiccup that you will experience. I told her that back in 2018 my lead was too short shortly after they put it in me and I got shocked 3 times as well and told her this was similar (prior to (B)(6) 2023 no shocks). Doctor (B)(6) installed a new device about a week after the initial shocks (1st device model#404626 serial#(B)(4) 2nd device model #404633 serial #(B)(4). Doctor (B)(6) said that they will continue medications to stabilize the rhythms and we need to make arrangements with your treating cardiologist (B)(6) as a follow up. The next day the on call cardiologist for (B)(6) came in and told me I didn't get shocked, he stated that it may something similar to someone having their leg amputated and the pain is still in the patients memory. I gave him the background of my experience with the 2018 shock and all the variables that led up to the 3-3-23 shock and then I told him that let's agree to disagree, I know what the shock feels like. I got released and followed up with my cardiologist (B)(6) and an unpaid former biotronik tech named (B)(6) who shared that there was not recording of the device giving me a shock but also stated that the device only maintains 48 hours of records. He mentioned that the biotronik technician (B)(6) was supposed to file a report with the FDA (when I asked (B)(6) nurse for the case number none was given. I kept asking (B)(6) nurse, if I was in a bunker per se would the device continue to send signals to the home base or what would it record if it didn't see the device (no answer). It's been pretty traumatic since the device went off and I'm looking for possibilities that the doctors would understand how a device can go off and not register. (B)(6) nurse said the monitor should measure if it's within 10 feet but I told the biotronik technician that it wasn't on me (the technician said it didn't matter). Anyway I would appreciate some sort of resolution please. My number is (B)(6). I was on a chemo cycle which finished about a month ago. Reference report #mw5115854.